Manufacturer narrative:
Additional information was received that the patient underwent a full scs explant procedure. No device malfunction suspected. Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8. Surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing excruciating pain at the ipg site .the patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing excruciating pain at the ipg site .the patient will undergo a pocket revision procedure.